Event description:
It was reported that the user experienced loss of dexcom g7 glucose readings on the ilet while readings continued on the dexcom g7 app, and the issue resolved after a device restart and a sensor toggle. Symptoms included no alerts or alarms from the ilet. Outcomes included no clinical impact, no adverse events, and no hospitalization. Investigation included remote troubleshooting, guidance to perform a sensor communication toggle, and follow-up confirmation of restored readings. Investigation of this case revealed a temporary communication issue between the ilet and the dexcom g7 sensor, with normal sensor function confirmed via the dexcom app and successful restoration of data transmission to the ilet after the guided steps. It was concluded, based on previously established findings for similar reports, that the cause was intermittent connectivity between the cgm and the ilet that resolved with standard troubleshooting.